Event description:
It was reported that the head of the expedium polyaxial screw broke upon insertion in the patient's ilium. The surgeon used a bur to remove the screw from the ilium. The difficulty extended the procedure by approximately ninety minutes.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection noted that the expedium polyaxial screw tulip head had been popped off the screw body. Portions of the polyaxial screw thread were sheared off. Additionally, outer surface damage to the polyaxial screw shank was also present. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could have been attributed to the problem. A review with medical director was assessed and no observations or conclusions were drawn. Review of the complaint trend analysis found no related complaints associated with product code and lot number. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.